Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a car accident on (B)(6) 2017 and since then has noticed some changes in stimulation. He feels stimulation strength differently depending on the position. This was very normal, but worse since the accident. The patient also feels stimulation bilateral instead of just on the left side which is different than before the accident. Impedances were checked in several positions and all were within normal limits. The patient was reprogrammed to get better stimulation on the left than before reprogramming which was over 80% left side and less than 20% right side, but the patient was still not happy with this. They were unable to get stimulation completely out of the right leg. X-rays were taken, and it looks as though the lead has not pulled back (speculated that if it has, it would only be an electrode at most). The lead looks midline. The issue was not resolved at the time of the report, but the patient is going to try new groups including a high density group. If he can tolerate other new groups, then he will not have anything further done. If he cannot handle the feeling of slight stimulation on the right side, he may have another lead added to the left of this lead for better coverage on the left side only. There were no further complications reported or anticipated.